Event description:
It was reported there was a loss of stimulation. The patient fell over a chair and no longer felt stimulation in the area of their pain. It was noted the(B)(6) 2013. The event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).